Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that a revision, of the mets proximal femur large od cocr head, was required due to significant erosion and superior migration of its femoral head component in the bony acetabulum. (B)(4).